Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer called into integra customer service to inquire on latex-free product alternatives. The customer reported that her daughter had a "severe latex allergy". Customer stated that they were advised by their dentist that he used an unspecified gutta percha in a procedure performed 20 years ago. When asked about the report of her daughter's allergic reaction, customer stated her daughter had a reaction 20 years ago. Customer reported that her daughter is a chemist and as a result has high chemical sensitivity. The customer advised she found another product option and declined to proceed with the complaint and was unwilling to answer further questions to clarify the event. It is unknown whether this event was already reported in the past. No further information was made available.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: e1 (reporting facility), h6 (investigation conclusion 1).

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3, h6, h11. The unk gutta percha was not returned for evaluation. It was reported by a patient that their daughter had an allergic reaction to a gutta percha product 20 years ago. They were inquiring about rubber-free alternatives. The patient reportedly had a severe allergic reaction. It was stated that the product would not be returned, and no product ID is available for investigation. Gutta percha products were previously discontinued and are no longer sold by integra. There has been no return of product for evaluation or identification of product ID for investigation. Definitive root cause cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.